Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient underwent chemotherapy for pancreatic cancer. Following placement of a PICC line (peripherally inserted central catheter) on (B)(6) 2025, the line became obstructed and unusable by (B)(6) 2025. An upper extremity vascular ultrasound was performed for reassessment: thrombosis was identified in the left cephalic vein, lower segment of the brachial artery, and forearm. Following consultation with the interventional radiology department, the patient was initiated on rivaroxaban 20mg for anticoagulation therapy. Catheter removal will be performed once thrombus resolution is confirmed.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an obstructed catheter is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient. No indication of a blockage could be discerned from the photograph. Use residue was noted in the background. No other damage was noted on the device. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.